Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted. Unable to complete functional test due to prime anomaly.

Event description:
It was reported that the customer's insulin pump alarmed motor error. Troubleshooting was performed, and the displacement test passed. Assisted the caller to prime manually and the device did not alarm. Reviewed the alarm history and found several motor error alarms. During the call the father stated that he took the customer to the hospital due to diabetes ketoacidosis. The customer's blood glucose reading at time of call was 347mg/dl. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.